Manufacturer narrative:
Under european law and the (B)(6) data protection act 1998, pt info is considered confidential and will not be released by the hospital. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. The stuck diaphragm will result in alarms, as reported by the customer. The alarm states will not clear until the flow sensor is replaced. Despite the reported complaint, ventilation of the pt is able to be maintained. There was no sample available for investigation. In engineering eval, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires on impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user's reference manual states: "replace the disposable flow sensor (plastic). Under typical use the sensor meets specs for a minimum of 3 months."

Event description:
The hospital reported that, during a case, the unit alarmed vt compensation locked, replace/dry flow sensors, and "low p leak". The flow sensor diaphragm noted to be intermittently sticking open. The clinician continued to use the machine and finished the case with no reported pt injury.